Event description:
Technician alleged that the head will not go down. No patient impact.

Manufacturer narrative:
The technician found the head pneumatic gas spring was stuck and leaking. The technician replaced the head pneumatic gas spring to resolve the issue.